Manufacturer narrative:
One used sample was returned for evaluation. The sample was received with the suction tubing detached from the bushing. Under magnification, it was found that a piece of catheter tubing remained attached inside the bushing. The tube was severed flush from the end of the bushing. Both severed ends of the catheter were examined under magnification and the ends of both were jagged in appearance. The complaint was confirmed as reported, and the root cause was determined to be inappropriate use. The failure could be replicated only through excessive manipulation of the catheter assembled to the bushing. All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 25 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m19182t401 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 8030647-2019-00092 for the first report it was reported that the "ballard closed suction catheter 'snapped off' from the blue base during suctioning of patient...no injury to patient, but nurse had to retrieve the catheter from 'the lung' of the patient. States that the catheter slipped down into the tube and she was able to retrieve it without any issue for the patient."